Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod between 24 and 36 hours on the arm. The pod alarmed during use, thus, insulin deliver halted. Patient was away from home and was unable to replace pod, therefore, bg rose which led to an emergency room visit. Ketones were high, however, not high enough to receive a diagnosis of diabetic ketoacidosis. Treatment included administration of fluids. Hospital staff encouraged patient not to wear another pod, however, patient refused. Subsequent pod was applied and used with no further issues. No further details could be recalled by patient as the event took place over 2 years ago.